Event description:
Consumer complaint of higher blood results. Results of 151, 143, 156, 151. Caller is used to 96, 111, 107, 102. Caller states her a1c level is similar to previous level. Caller does not trust the results. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. Internal report #(B)(4).